Event description:
It was reported that the patient experienced return of symptoms, approximately one week after implant. The hcp was unable to aspirate from the catheter access port and determined there was a kink in the catheter. The catheter was revised and patient was doing better. Approximately 3-4 days later, the patient again complained of increased pain. The cap was aspirated without difficulty; the hcp did not believe that there was another catheter issue. Since that time, the patient is doing better. Please refer to manufacturer's report # 2182207200800921.

Manufacturer narrative:
.